Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced symptoms of nausea and vomited. The patient was transported to the hospital via ambulance. At the hospital, the patient was treated with insulin via IV. The blood glucose results were not provided. The patient was currently still in the hospital and estimated to be in the hospital for another week.